Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03335 / 03336). Product location unknown.

Event description:
Patient's legal counsel reported patient underwent a right hip revision procedure approximately four years post-implantation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative note reported right hip revision procedure due to pain, elevated metal ion levels, pseudotumor, and abductor tendon disruption. During the procedure, creamy white synovial fluid was noted. The cup and head were replaced and a poly liner was implanted.

Manufacturer narrative:
Device was not returned for analysis; therefore, a product evaluation could not be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.